Event description:
No further event information available at the time of this report.

Manufacturer narrative:
No product was returned or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were not provided. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001822565-2020-03064, 0001822565-2020-03065, 0001822565-2020-03066. Concomitant medical products: revision block cutter, item# 00598703301, lot# 63292223. Revision block cutter, item# 00598703301, lot# 61721103. Bone screw drill, item# 00512008500, lot# 63871699. Report source - (B)(6). Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that drill bits got stuck in the cut guide during a knee operation. There is no additional information at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Visual examination of the returned product identified one of the drill bits the lot number could not be verified as the area where the lot number is etched on has been worn off. Inspection of the products confirms the drill bits are seized within the guide. The drill bits are slightly bent. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.